Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 0.9 and 0.9, laboratory inr: 2.0. The in-house nurse doubted the reading of the inratio2 inr result based on the patient's current dosage of coumadin, therefore, a laboratory draw was ordered. The time between testing was not provided. The patient's coumadin therapy was based on the laboratory inr and not the inratio2 inr. It is unknown if any changes were made. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.